Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to literature source of study performed on 2015, following adjuvant chemoradiation, the patient remained disease-free and desired colostomy reversal. During the colostomy reversal, the sizer of the circular stapler perforated through the distal rectum, posterior to the stricture site. The rectum was then re-approximated with 3-0 barbed suture in two layers. Given the low colorectal anastomosis, a protective diverting loop ileostomy was then performed.